Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated . Exact explant date is unknown further information requested but unavailable. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported ipg stopped working and patient lost therapy in (B)(6) of 2019. As a result patient underwent surgical intervention wherein the system was explanted in (B)(6) 2019.